Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-operation check. Upon examination, the right atrial (ra) lead was found dislodged. The dislodgement was confirmed on x-ray. Loss of atrial sensing and loss of capture were also observed. The lead was repositioned. The patient was stable.